Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found three of the instrument's electrodes show instability. The customer performed calibration but still experiences sporadic elevated sodium results. The customer performed washing and calibration of the ion selective electrode (ise) module, including hot water wash. The customer replaced all electrodes. The ccc reviewed the coefficient of variation (cv) resulting within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the ise diverter tree valve. A review of the ise performance shows that it is in range. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on a patient sample on an advia chemistry xpt instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same advia chemistry xpt instrument, resulting lower. The repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
The initial MDR 2432235-2017-00206 was filed on march 22, 2017. Additional information (03/31/2017): the siemens customer service engineer (cse) also replaced valve baseline solution, solenoid valve 1 ion selective electrode (ise) buffer and solenoid valve 2 ise drain while troubleshooting. A siemens headquarter support center (hsc) determined the cause of the issue was most likely with ise buffer or baseline solution delivery however that cannot be confirmed with the data available.